Event description:
Healthcare professional reported, right side deflation. Along with implant exchange from textured to smooth, due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, opening on anterior side assessed, as surgical damage. Plug strap separated: observed, delamination partial of the plug strap disk shell (cohesive failure). Anxiety-product/procedure: unable to observe, as it is not related to the device. As per the investigation procedure: creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side "plug strap separated". "Implant torn, during removal", "mammary ptosis grade 2".